Event description:
It was reported that: the dilator body and the hub separated during use. There was no part left in the patient. The procedure was complete and there was no injury or harm to the patient.

Manufacturer narrative:
Qn# (B)(4).the customer returned one psi kit for evaluation. Signs of use were observed on the returned dilator. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points on the dilator body and the hub were rough and discolored. The condition of the separation point appeared consistent to that of a stress related break. No other defects or anomalies were observed. A device history record review was performed with no relevant findings. The customer report of a separated dilator hub was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. A CAPA was implemented to address the issue of the dilator separation. The CAPA investigation indicates the root cause is design related. The product from the reported lot was manufactured prior to corrective actions implemented per the CAPA. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the dilator body and the hub separated during use. There was no part left in the patient. The procedure was complete and there was no injury or harm to the patient.